Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI#(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 57 and 65 mg/dl. The customer's expected fasting blood glucose test result range is 83 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/27/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :65mg/dl date: (B)(6) 2018 time:12:27am fasting; result 2 :80mg/dl date: (B)(6) 2018 time:12:26am fasting; result 3 :72mg/dl date: (B)(6) 2018 time:03:33am fasting; result 4 :57mg/dl date:(B)(6) 2018 time:03:50am fasting; result 5 :84mg/dl date:(B)(6) 2018 time:07:25am fasting.